Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic having not had a direct alerts check since (B)(6) 2020. Upon interrogation wand telemetry only was available. The clinic nurse performed a software upgrade, which restored rf telemetry. The patient was stable.